Event description:
On second firing of stapler, the blade advanced about 1/4 and stopped. Stapler removed and reapplied. Tried again with same result. The stapler was passed off the field and a new one used.